Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was hospitalized for high blood glucose. The customer had an infection in the blood from their toes which had to be amputated. The customer's blood glucose dropped around 51 mg/dl. The customer had their leg imputed a month ago. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the error, displacement, basic occlusion, and self tests. Unable to prime the pump during the prime test due to a faulty force sensor. Unable to perform the occlusion or excessive no delivery tests due to the prime anomaly. The pump also had a cracked case at the battery tube threads, a partially broken reservoir tube lip, a missing reservoir tube lip o-ring, and minor scratches on the lcd window.